Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an overdose with somnolence. The pt underwent a spinal fusion procedure. During the surgery, the catheter was nicked. The operative report from that surgery, stated that "the damaged portion was excized, repaired with a coupler and refixed to the soft tissue." The patient experienced somnolence 3-5 days post-operatively. The hcp wanted to know what caused the "baclofen toxicity." The medication being delivered via the device system was baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.